Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a no delivery alarm. The customer¿s blood glucose was 8.2 mmol/l at the time of incident. Customer stated that the insulin pump had a no delivery aaltm and infusion set change did not resolve the issue. Customer also reported that the insulin pump would still alarm no delivery even after she was disconnected from the insulin pump. Customer is using manual injection for her blood glucose. The customer was advised that the insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No excessive no delivery alarm noted. Pump had cracked case at display window corners, reservoir tube lip, minor scratched display window and stained end cap sticker.